Event description:
It was reported that when using the bd pyxis¿ medbank mini keys in the cabinet were not working with the lockbox. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keys that where in the cabinet was not working with the lock box when trying to issue the medication from the refrigerator. The technical support specialist (tss) helped the user to get the key out of the refrigerator and put it back into the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.